Event description:
It was reported the patient had no stimulation sensation following a replacement on (B)(6) 2014. It was noted the patient had fine therapy going into the replacement. It was stated impedance readings were less than 250 ohms and there was a possibility of a short circuit. Reportedly, the 0-3 pair had less than 50 ohms and the reporter was unsure if the short existed prior to replacement. It was noted the other pairs were in normal range and they were going to try to use other programs to recapture benefit. It was stated the patient had been trying different programs since the implantable neurostimulator (ins) was replaced. Reportedly, the patient did have a fall after the replacement surgery and they fell on their side and knee.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v013727, implanted: (B)(6) 2007, product type: lead. (B)(4).